Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related mfg report #:1627487-2020-23759. It was reported that the patient did not have sufficient therapy from their existing leads of their ipg. The patient opted to have two additional leads implanted to increase therapeutic coverage. The original leads remain implanted and this surgical intervention resolved the problem.